Event description:
A nitrospray regular plus 16 oz. Cryosurgery unit was used by the dr. During a procedure the o-ring blew out from under the cap. The dr's hand was positioned directly beneath the cap and burned when the o-ring blew out and the gas escaped. Two large blisters formed on the dr's hand and the dr treated them with cream (not silvadene, so no infection formed). It was stated by the initial reporter (office person) "it is unlikely that there will be permanent damage." When asked if the dr was wearing protective gear, she said "probably not" she went on to state that the dr has a tendency to hold the unit at up to a 90 degree angle when working. She did not know if that was the case that day but has suggested that the dr not hold the unit at an angle when working.